Event description:
It was reported that the patient presented in clinic for routine post implant device check. Upon device interrogation, the right ventricular lead exhibited low r-wave measurements due to lead dislodgement. The patient was asymptomatic to the event. The lead could not be repositioned as the stylet went through the lead. The lead was explanted and replaced. Patient was stable prior, during, and post procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.